Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(4)) screen was black, generated an alarm and a red warning light illuminated upon powering on was not confirmed during functional testing and event log data review. No device malfunction was found, and the thermogard console functioned as intended. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed no discrepancy. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues, and the customer's reported complaint was not reproduced.

Event description:
Prior to the start of ivtm therapy, the thermogard ivtm system (sn (B)(4) screen was black, generated an alarm and a red warning light illuminated upon powering on. The customer rebooted the console several times, but the issue was not resolved. The thermogard ivtm system was replaced with another alternative temperature management to start with ivtm therapy. No patient involvement.